Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 207 mg/dl on customer's meter and 52 mg/dl on professional meter. No quality controls were run. No adverse event due to device reported. Customer threw away meter and strips; a replacement was sent.